Event description:
Patient reported experiencing elevated blood glucose level of approximately 300 mg/dl for a week; took correction via pump. Patient alleges pump does not deliver the basal rate correctly. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.